Event description:
It was reported that during a da vinci-assisted hernia repair surgical procedure, the vessel sealer extend (vse) instrument's jaws would not open when it was placed on the arm or when it was manipulated manually. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage found. The vessel sealer instrument did not work at all during this procedure. The issue occurred while docking the instrument to the robot arm. The issue with the instrument occurred after a system fault and the jaws were not stuck-on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. Failure analysis found the primary failure of dislodged screw to be related to the customer reported complaint. The instrument was found to have a dislodged screw on the proximal end. The screw was found to be dislodged and attached to the magnet. As a result, the grip ring was loose, which caused the instrument to not respond when attempting to open the jaws. The complaint was confirmed based on the failure analysis investigation.